Event description:
A session report from prior to the reported event was provided. The session report confirms that the diagnostic data for the output and impedance was previously within normal limits. No other relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
B6: initial reporter inadvertently stated the 11/26/2025 impedance was 3142 ohms instead of the correct value of 3143 ohms. This has been updated.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's generator showed low output current and the patient was not able to feel magnet stimulation. After the provider lowered output current and re-interrogated current, impedance and battery were all ok and within normal limits. No other relevant information has been received to date.